Manufacturer narrative:
Results codes: an additional code of "(B)(4)" was used to capture the component migration. The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for this system was also performed which showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) was unable to duplicate the reported issue, but he found one 2012 error in the error log. Fss reseated the printed circuit boards (pcb) and connectors as well as performed the 2016 preventative maintenance (pm) and the field service checklist. Fss cleaned the fluidics assembly and drain pump and air filter. Fss replaced pack loading and stinger o-rings and filters. Fss performed the touchscreen and acp (advanced control pedal) foot pedal calibrations. Fss also replaced battery pack on the acp foot pedal and performed vacuum calibration. The system passed all functional tests and it was found to meet amo specifications. Fss also verified the phaco handpiece, serial number (B)(4), which checked out to be good. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that system finished a treatment and after that it went into safe mode/error 2012 (instrument host timeout error) occurred after a case. Customer was eventually able to power system back up. Customer setup backup unit which took about five (5) minutes and used the back up system to finish cases. All cases were performed without issue, so no patient involvement or injury was reported.